Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the pen ndl 32 g 6 mm 3b tw 100 CT us was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated consumer reported needle clog during injection. Consumer does not prime, consumer does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-26. H.6. Investigation summary: customer returned eight (8) used 32gx6mm bd pen needles without tear drop labels attached. Consumer reported needle clog during injection. All 8 returned pen needles were examined, and the following was observed: 1 pen needle with a broken non-patient end (npe) cannula. 1 pen needle with a bent npe cannula. 6 pen needles with straight npe cannulas; these 6 pen needles were tested for flow using a test pen injector and all 6 were able to expel properly. No evidence of manufacturing defect was observed on the 8 returned samples. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 8 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula broken, npe cannula bent). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported during use the pen ndl 32g 6mm 3b tw 100ct us was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated consumer reported needle clog during injection. Consumer does not prime, consumer does not re-use.